Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, left knee revision due to pain and inflammation. Tibial component was loose upon inspection. Scorpio femoral component removed, tibial baseplate, poly and patella also removed. Sizes, cat and lot numbers are not known.

Manufacturer narrative:
An event regarding loosening involving an unknown baseplate was reported. The medical review confirmed loosening and baseplate malposition. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: baseplate malposition in excessive posterior tibial slope in combination with suboptimal cementation technique have contributed to an overload condition at the baseplate implant-bone interface resulting in loosening after an unknown time requiring revision. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: based on the provided medical review baseplate malposition in excessive posterior tibial slope in combination with suboptimal cementation technique have contributed to an overload condition at the baseplate implant-bone interface resulting in loosening after an unknown time requiring revision. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Per sales rep, left knee revision due to pain and inflammation. Tibial component was loose upon inspection. Scorpio femoral component removed, tibial baseplate, poly and patella also removed. Sizes, cat and lot numbers are not known.